Manufacturer narrative:
(B)(46). The event alaris pump module was not sequestered. The associated alaris pc unit was received. A follow up report will be filed with the investigation findings.

Event description:
Customer reported that a patient was transferred from ICU to (B)(6) on (B)(6) 2011. Two ivs were infusing, both at 100 ml/hr - heparin 250 ml and a maintenance fluid. The accepting rn noted heparin should have been at 8 ml/hr instead of 100 ml/hr. A stat ptt was drawn and patient suffered a nosebleed for a short time. By 2200, the bloody nose had stopped and the heparin was reset. Although requested, no additional information was provided.